Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced sensor reading discrepancies. Customer stated that sometimes the sensor reading is accurate with just 2 or 3 points off but sometimes the sensor is 50 or 60 points away from the blood glucose level. Customer stated that the insulin pump has alarmed for threshold suspend and blood glucose has been over 100 mg/dl. He declined transfer for troubleshooting.